Event description:
Report received stated patient experienced redness with sporadic itching under tape collar on sides and on top. The patient used this product for over one and a half years with no known issues until the last one and a half weeks prior to receipt of complaint. A skincare regime review was conducted and the use of stomahesive powder with crusting and barrier wipes was suggested. Patient outcome was not noted.

Manufacturer narrative:
Convatec is submitting this report as a result of remediation activities related to the FDA 483 issued april 16 2014. Devices listed in this report are used for treatment, not diagnosis. Any additional info received regarding this event after filing this report shall be filed on a supplemental MDR. Analysis is taken from a trending report of evaluations or adverse events finalized may 2011. The data presented is from three different product applications. The report states that there are no significant trends.